Event description:
It was reported that solution would not flow into the tubing of a vented paclitaxel set. This occurred during priming of the set with sodium chloride and ondan setron. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was received contaminated and enclosed in a biohazard plastic bag for evaluation; hence, the sample¿s analysis could not be performed. However, a retained sample was visually inspected and functionally gravity/flow tested per product specifications. The retained sample passed all tests and exhibited no abnormalities. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow-up medwatch will be submitted.